Manufacturer narrative:
Visual inspection of the x-ray photos given show the button has disengaged and become lodged away from the surgical site. Complaint was confirmed.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported that after the surgery the loop on the tightrope ii device appears to have snapped. The button lock suture has most likely snapped or frayed and the whole construct has fallen apart. The button then became lodged in the soft tissue. This was noticed on the routine post op x-ray. Patient had to be brought back into theatre the following day for another procedure to rectify.